Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 30. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, swelling, inflammation and numbness. No further patient complications were reported.